Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on electronic assembly. They were unable to verify the bolus size mismatch error alarm, compromised force sensor system alarm, unresponsive button and prime anomaly due to blank display. The pump was missing the end cap sticker. The pump had scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that she jumped into the pool with her pump on and it died. The customer received a bolus size mismatch error alarm and she was unable to prime the pump. The customer was asked to change the battery and she received a compromised force sensor system alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.